Event description:
It was reported by a nurse that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, expired while undergoing pd treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2021 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patients¿ passing was unexpected. The patient was discovered by spouse and emergency medical services were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. The patient was pronounced at home and taken directly to the funeral home (no autopsy was performed). The pdrn reviewed the patient¿s treatment record and found no alarms or issues occurred during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, complete medication list, death certificate, treatment data) was requested, however the patient¿s electronic record was closed due to his expiration. The pdrn stated the status of the patient¿s liberty select cycler return is unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death. Although the patient¿s cause of death was reportedly due to a cardiac arrest, the origin of the cardiac arrest is unknown; therefore, causality could not firmly be established. Per the pdrn, the patient had an extensive cardiac history and did not allege any fresenius device(s) and/or product(s) involvement. The esrd population continues to have significantly higher mortality (up to 30-fold), and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease and/or sudden cardiac death is the leading cause. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., esrd death notification, definitive causality, death certificate, treatment data), the liberty select cycler cannot be excluded from having a possible contributory role in the serious adverse events. However, limited information precluded a more comprehensive investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nurse that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, expired while undergoing pd treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2021 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patients¿ passing was unexpected. The patient was discovered by spouse and emergency medical services were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. The patient was pronounced at home and taken directly to the funeral home (no autopsy was performed). The pdrn reviewed the patient¿s treatment record and found no alarms or issues occurred during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, complete medication list, death certificate, treatment data) was requested, however the patient¿s electronic record was closed due to his expiration. The pdrn stated the status of the patient¿s liberty select cycler return is unknown.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom codes.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a nurse that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, expired while undergoing pd treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired on (B)(6) 2021 due to a cardiac arrest (cause unknown). Despite the patient having a significant history of cardiac disease (under the care of a cardiologist), the patients¿ passing was unexpected. The patient was discovered by spouse and emergency medical services were contacted. Cardiopulmonary resuscitative (CPR) measures were not attempted, as it was apparent the patient had expired several hours prior. The patient was pronounced at home and taken directly to the funeral home (no autopsy was performed). The pdrn reviewed the patient¿s treatment record and found no alarms or issues occurred during the patient¿s last ccpd treatment. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additional information (e.g., esrd death notification, complete medication list, death certificate, treatment data) was requested, however the patient¿s electronic record was closed due to his expiration. The pdrn stated the status of the patient¿s liberty select cycler return is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.